Event description:
Patient reported pain and burning sensation at implant site, especially when she is moving around. Pain was there even when therapy was turned off. Patient was feeling stimulation vaginally. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received indicated that patient called their physician and was advised to take pain medication were the step taken to resolve the burning sensation and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.